Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via sems-06672728 that an ar-13999mf fastpass scorpion jaw was no longer closing while being used during a case. They were unable to detect what caused the jaw not to close as intended. The case was completed with a different ar-13999mf with no adverse event to the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15278884 was received for investigation. Visual evaluation of the returned device noted that the jaws of the device would not close as intended. Functional testing was not performed due to the failure observed. This is a known manufacturing issue.